Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, product ID: 977a275, serial# (B)(6). Implanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 14-oct-2028, UDI#: (B)(4), product ID: 977a275, serial/lot #: (B)(6), ubd: 19-jul-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said that they have "pain coming from where my lumbar spine stimulator is, it started a couple months ago it went from bad to worse and I was hospitalized for a few days and I was walking normally and went from that to a cane and now I'm in a wheelchair and they gave me morphine". Pt says they just went to their healthcare provider (hcp) and said "they x-rayed my back and the doctor said some leads on both cervical and lumbar stimulators are mis-aligned, one is below 7 or 8 on the cervical one and the other is misaligned as well so the doctor wants to get a rep to come in and look at things". Pt reports having no falls or trauma. .